Event description:
Pt has a history of soft contact lens water for five years, extended wear over one year. The pt reported leaving their contact lenses in for one month. They awoke with a foreign body sensation in the left eye, and went to the hospital emergency room that day. Examination revealed an infero-nasal small area of infiltrate with epithelial defect. They had 1/2+ cells in the anterior chamber. Visual acuity was 6/12 on the left eye and 6/12 on the right eye with pinhole. The pt was diagnosed with microbial keratitis and treatment began. A corneal scrape grew acinetobacter. The pt's condition continued to heal and improve with treatment. 22 days later, the eye was comfortable. There was a small area of scar. Visual acuity in the left eye was recorded at 6/6-2. The pt was no longer on any treatment.